Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of external power alarms while using the mobile power unit (mpu) was confirmed through the submitted log file. The customer submitted heartmate 3 left ventricular assist system (lvas) log files for review noting low voltage advisories and loss of external power events. Multiple loss of external power events while using the mpu were confirmed. The low voltage advisories occurred as part of loss of power events. The event log file contained approximately 9 days of patient event data. There was one loss of external power event that occurred with the patient using the mpu. The mpu output would intermittently drop out during the 17 second duration. The controller would operate on backup battery power during the loss of mpu output periods. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages corresponded to brief losses of mpu output. Multiple requests for additional event information were sent to the customer. The customer did not report additional event information. It is not known if there were environmental issues associated with the loss of external power event. No product was returned for evaluation. Although the loss of external power events were confirmed in the log file, the specific reason for the loss of mpu outputs was unable to be determined in this investigation. The serial number of the mobile power unit (mpu) was not reported. Device build records were not reviewed. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook ¿alarms and troubleshooting¿ and ¿no external power alarm¿ sections and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿ and ¿no external power alarm¿ sections. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage and no external power alarms. A review of the log files by technical services found no external power events on (B)(6) 2021 that were caused by power to the mobile power unit (mpu) being briefly interrupted.